Event description:
It was reported the videoscope had flaking on the tip. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.